Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that the cs300 intra aortic balloon pump had autofill failure. There was no harm reported. Blood was observed.

Manufacturer narrative:
Updated fields - b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, found volume cylinder not working. Replaced volume cylinder (0202-00-0133), that operating correctly. Found dried blood throughout the patient interface module. Customer does not wish for the machine to be repaired any farther. Customer wishes not to invest any more time or money into this machine. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.